Event description:
Debilitating fatigue; in 2001 I got breast implants that were not cleared by the FDA. Over 20 years of my life I have suffered from breast pain, chronic fatigue, joint pain, muscle pain, anxiety, depression, horrible gi problems, and hand pain. Every mammogram I have them make sure my left breast is looked at closely because of the pain and discomfort. Most recently I have sharp intermittent breast pain. I have suffered my entire adult life. I never had children and it was all I could do to finish a day of work. My plastic surgeon did not warn me as he should. FDA safety report ID # (B)(4).

Event description:
Debilitating fatigue; in 2001 I got breast implants that were not cleared by the FDA. Over 20 years of my life I have suffered from breast pain, chronic fatigue, joint pain, muscle pain, anxiety, depression, horrible gi problems, and hand pain. Every mammogram I have them make sure my left breast is looked at closely because of the pain and discomfort. Most recently I have sharp intermittent breast pain. I have suffered my entire adult life. I never had children and it was all I could do to finish a day of work. My plastic surgeon did not warn me as he should. FDA safety report ID # (B)(4).